Manufacturer narrative:
The pump was not explanted upon request of the pt's family; therefore, further eval on the pump cannot be performed. The stroke volume limiter was returned to the MFR, and is currently being analyzed. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that, the pt had been placed on pneumatic support using a stroke volume limiter (svl) and drive console for about a month prior to this reported event. Five days prior to this reported event, the svl was switched to another svl due to condensation without further incident. However, three days later, it was reported by the rn that the svl diaphragm froze up. The svl was then switched and vented, pt was stable for a period of 15-20 minutes and became short of breath. The pt was switched to power base unit (pbu), which began to alarm shortly after. Hand pumping was performed for 1.5 hours, but pt again became short of breath and expired. The nurse practioner stated that the pt experienced chronic driveline infection, some bleeding from trach, and that the physician had stated that the pt began to have total body failure: i.e., liver and kidney failure.